Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the product confirmed the handle had cracked and the locking catch was missing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 2 offset cup inserters were found in the central sterile department cracked. They were not broken/cracked during a surgery.